Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced two device alerts indicating change sensor now and insulin stopped, removed the infusion set in an attempt to silence the alerts, and then completed a full supply change with assistance; the user employs a teflon 23-inch 6 mm infusion set and the sensor was re-paired. Symptoms included hyperglycemia with a reported blood glucose of 310 mg/dl. Outcomes included no prolonged high-glucose alert beyond 90 minutes, no use of backup therapy, no ketone testing, and no need for medical intervention or assistance. Investigation included troubleshooting and education on acknowledging alerts and proper supply change procedures. Investigation of this case revealed user-handling issues related to alert acknowledgment and premature infusion set removal that interrupted insulin delivery, with device performance restored after sensor re-pairing and supply change. It was concluded, based on previously established findings for similar reports, that the cause was attributed to user management of alerts and consumable handling rather than a device malfunction.